Event description:
It was reported that during a prostate procedure, @ 44,361 joules and 8.5 minutes of use, the fiber tip came off of the fiber and was retrieved. The procedure was completed with the use of a second fiber @ 109,937 joules of use. "No injury to the patient" reported.